Event description:
Related to MFR report#: 2183959-2012-02691. It was reported by the plaintiff's attorney that on (B)(6) 2011, the plaintiff was implanted with an ams perigee pelvic mesh product to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the "plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion," hardening, recurrent incontinence, dyspareunia, permanent injury, scarring, "significant mental and physical pain and suffering," and other injuries requiring "add'l surgery and medical treatment." The plaintiff's attorney also alleged that "on or about (B)(6) 2011," the "plaintiff required add'l surgery."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.